Manufacturer narrative:
The stellaris unit was inspected on site by a field service engineer. The power cord anchor was found to be detached from lower housing assembly. The power cord was replaced and reattached to system. Boot up was successful. All functional testing completed. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported the system is shutting down unexpectedly during surgery. There was no reported patient impact.